Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. Two electronic photos were rec'd and reviewed. Rec'd an opened maxcore packaging box labeled cat #mc1616 and lot #rewi1766, inside of the box were four unopened maxcore samples labeled mc1416 and lot #rexg0760 and one unopened maxcore samples labeled cat #mx1616 and lot #rewi1766. Based on the returned sample and the photos review, the investigation is inconclusive for device markings issue as the returned product box was open. A lot sales history report indicated that both lot numbers were shipped to the facility. The manufacturing DHR was reviewed and both mc1616 (lot #rewi1766) and mc1410 (lot #rexg0760) were manufactured approximately 9 months apart. Therefore, the chance that the reported event was related to a product mix-up at manufacturing is highly unlikely and improbable. It is possible that the needles were switched at some point after they were rec'd by the facility. The investigation is inconclusive for device markings issue, as the returned product box was open. However, a definitive root cause could not be determined based upon available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the box labeled for five 16 gauge needles; when retrieving the first device it was labeled for a 14 gauge needle. The entire contents were then emptied out of the 16 gauge labeled box; which contained four devices labeled 14 gauge needle and one labeled 16 gauge needle. There was no patient involvement.